Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11027r59, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the catheter came loose. The pump was due to be replaced in 11 months. The pump and catheter were replaced. The pump was delivering morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.